Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not detected on bus. A field service engineer inspected the station and found drawer 2 missing. Upon removing the rear cover and inspecting further, no activity was detected from drawer 2. The module controller was replaced and tested independently functioning as expected. When the main 2-2 drawer controller was connected and tested, no activity was observed. After disconnecting the drawer controller and retesting, the module controller had failed. Both the main 2-2 drawer controller and the module controller were replaced and retested successfully. All components powered on. All connections were reinstalled, diagnostics were run, firmware updates were performed, and a final test was completed. The application was restarted, and the drawer was configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the medstation es main, device not detected on bus was confirmed by the field service engineer (fse). According to work order 02132332, the fse found that drawer 2 missing, with no activity in 2.1 and 2.2. After both the pyxibus module controller (pmc) and main 2-2 drawer controller failed. Both the boards were replaced. The connections were reinstalled, firmware and application updated, and the drawer was successfully configured. External inspection confirmed that the drawer controller was in good condition, while two (2) pmc half-height pcbas were received with physical damage. Laboratory testing with a multimeter in continuity mode revealed short circuits in diode d501/mosfet q501. Fuse tests on both pmc half height boards showed high resistance, indicating an open circuit. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was determined as a short circuit in diode d501/mosfet q501 and an open fuse on two pmc (pyxibus module controller) half height board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the short circuit in diode and an open fuse on two pmc (pyxibus module controller) half height board. There were no adverse events or injuries reported based on this event.